Manufacturer narrative:
(B)(4). Concomitant medical products: 00596001651, lps flex precoat femoral, 61482728; 00598404012, cck art surf 56/green 12, 61503863; unknown patella button. Report source, foreign - the event occurred in (B)(6). Customer has indicated that the product will not be returned to zimmer biomet for investigation. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Multiple MDR reports were filed for this event, please see associated reports: 0001822565-2018-02890.

Event description:
It was reported that a patient underwent an initial knee procedure. Subsequently, the patient was revised due to instability and a loose tibia. After opening up the knee, the soft tissue around the knee appeared to be infected. The implants were removed, the knee was washed out, and cement spacers were inserted. No additional patient consequences were reported.

Manufacturer narrative:
(B)(4). This follow-up report is being submitted to relay additional information. The following sections were updated. If any further information is found which would change or alter any conclusions or information, a supplemental wil be filed accordingly. Zimmer biomet will continue to monitor for trends.